Manufacturer narrative:
Weight: patient weight is unavailable from the facility. Device remains within patient. Therefore, no device evaluation will be performed. Instructions for use for this device state: warning: excessive applied traction forces may impact the lld¿s ability to disengage from a lead.

Event description:
A philips representative reported that a cardiac lead management procedure commenced to extract 1 right ventricular (rv) ICD lead, and 1 right atrial (ra) ICD lead, as they were non-functional. The physician utilized a spectranetics lead locking device (lld) ez as the traction platform in the right ventricular lead (sjm 7120a). Due to emergent circumstances during the procedure (please see MDR 1721279-2019-00132 for further details), the physician attempted to unlock the lld, but it would not unlock. The physician then cut the lld and capped it within the lead.